Event description:
It was reported that six hours after 9 cc of air was put into the cuff, air leaked from pilot balloon. No patient harm reported. The patient was re intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.